Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/05/2019. The manufacturer¿s international service technician confirmed the reported pressure issue. The customer was issued a credit. The customer returned data acquisition (da) board was tested and no failures were identified. The root cause of the reported issue could not be determined.

Event description:
The data acquisition (da) pcba failed the pressure accuracy test (pvt test 4) at the 0hpa setting. There was no patient involvement.